Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that the o-ring of the reservoir compartment was missing. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup. The insulin pump will not be returned for analysis.